Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator (ins). The reason for the call was the patient reported that they used group b most of the time. During the interrogation, group b was not listed as having therapy parameters. The caller exited the session and connected with the patient handset, group b was not accessible in the patient programmer group select menu. The caller had not checked the patient handset prior to the clinician programmer interrogation to verify that group b was accessible. Group b was listed at the bottom of the list on the clinician programmer, there were group a, c, and d with programmed parameters. The notes sections says group b was dtm so there presumably was a group b programmed. Group b was also shown in group usage diary. The session report did not have the parameters for group b entered. The issue was not resolved through troubleshooting. The agent reviewed that the parameters would need to be reprogrammed.